Event description:
Additional information: the patient was admitted to a hospital on (B)(6) 2009 for spinal headache following the removal of the lumbar spinal intrathecal catheter, with secondary dural leak. The wound was re-opened, explored, debrided, and then re-closed. There was no indication of continued cerebrospinal fluid leak, so a blood patch was not performed. The patient was observed in the hospital for the next several days and supportive medication management was continued, "with stable course but need for post-discharge care beyond the capabilities of his home environment". The patient was discharged and transferred to a skilled nursing facility on (B)(6) 2009. The onset of infection was noted to have occurred sometime in (B)(6) or 2009. The patient experienced fever and meningeal signs/symptoms. Perioperative antibiotics had been administered. The patient was admitted to a hospital on (B)(6) 2009, and later discharged on (B)(6) 2009. It was noted that the patient completed an antibiotic course with IV vancomycin and gentamicin for "meningitis resulting from an infected intrathecal baclofen pump that was explanted". The patient also received continued treatment regarding the explant procedure. A discharge diagnosis included the following: soft tissue infection in the lumbar area with cellulitis, and acute sinusitis maxillary. The patient came back to the emergency room from home because of headache, neck stiffness, nausea, temperature, and with concern of possible meningitis again. Cultures were taken, and results were negative. The patient remained afebrile later on. An MRI was performed, and a soft tissue infection was determined; and there were no signs of meningeal infection. A physician also evaluated the patient as having no signs of meningitis, so the patient was treated then for a lumbar soft tissue infection with possible cellulitis. A CT of the maxillofacial area showed acute maxillary sinusitis with chronic ethmoid sinusitis. The patient remained afebrile and his "white count normalized". The patient's renal failure was noted to have resolved. The patient was on IV vancomycin and ceftriaxone since admission, and it was decided that the patient was to complete the course of IV antibiotics. The patient received a PICC line. The patient remained afebrile, had tolerated their diet, and was without the following: headache, nausea, or vomiting. The patient was discharged to a healthcare facility to complete a course of IV antibiotics for the next ten days, of which would be a total of 14 days since admission. Upon discharge, the patient's condition was noted as being stable. Discharge medications included the following: paxil (20 mg, orally every other day), baclofen (10 mg at bedtime), vancomycin, ceftriaxone (1 g daily for 10 days), vicodin (5/525 mg, one tablet every 6 hours as needed for pain), tylenol (650 mg as need for pain or temperature), colace (100 mg as needed for constipation), bisacodyl (10 mg as needed for constipation), protonix (40 mg at breakfast), and miralax (1 tablespoon daily). As of (B)(6) 2009, the patient was advised to complete the course of IV antibiotics and follow-up with the physicians in 2 weeks. Drug infused via the device was lioresal.

Event description:
It was reported that the patient's pump was explanted post an episode with meningitis. Additional information has been requested, a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model 8731, serial# (B)(4), implanted: 2004 (B)(6), explanted: unk.